Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was observed to come out with the device when the device was removed, resulting in inadequate hemostasis. Hemostasis was achieved by manual compression for less than 20 minutes. There was no reported patient injury. No damage to the device or packaging was observed prior to opening. The device storage temperature did not exceed 25 °c. The device was stored and prepared according to the instructions for use (IFU). The deployer was mynx certified. The mynx vascular closure device (vcd) was used in a diagnostic procedure. A 5fr non-cordis sheath introducer was used. Button #1 was fully depressed, and the balloon was fully deflated. Button #2 was fully depressed. No resistance was noted during use of the device. The sealant was not dislodged from the vein and did not seem to stick to the device. The puncture site was the femoral artery. There was little vessel tortuosity, and there was no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device will be returned for evaluation.